Event description:
It was reported that a 52-year-old female patient who underwent an unspecified breast surgery with an unknown mentor saline breast implant, experienced left-sided deflation postoperative. The matter was diagnosed through physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on july 21, 2023 date of removal updated to (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on august 04,, 2023 indicated that the patient rescheduled the surgery for (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 9/06/2023 indicated the device is a non-mentor product. As a result, no further investigation will take place. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on february 09, 2023 indicated that the patient also experienced itchiness, patient (didn¿t specify). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on april 27, 2023 indicated that the patient scheduled for removal on (B)(6) 2023. Reason for device explant and/or reoperation: skin reaction, deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on may 5, 2023 indicated that the date of removal postponed to (B)(6) 2023. Manufacturer¿s reference number: (B)(4).